Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement. Technical services (ts) recommended confirming the stability of the lead and performing an evaluation with isometrics. It was noted that this patient will continue to be monitored. No adverse patient effects were reported. This right ventricular (rv) lead remains in service.